Event description:
The complainant communicated add'l info relevant to this complaint when notifying leica microsystems of a subsequent unrelated complaint. The info provided indicated that four (4) pts had been re-biopsied. This info was inadvertently not referred for eval and f/u at that time. Confirmation fo the info which had previously been provided together with add'l specific pt details were sought from the laboratory as a consequence of subsequent review and eval of the info in the complaint management system. On 02 november 2012, the organization advised that tissue from three (3) cases [not four (4)] was "not interpretable." Final confirmation was rec'd from the organization on 29 november 2012 that re-biopsy of this pt has been performed. Please refer to MFR report # 8020030-2012-00026 for info related to the instrument and initial complaint.